Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot determine with retain testing. Source: phone.

Event description:
Reported 1 false negative for one asymptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing).